Event description:
While placing the laser fiber through a 15g angio cath to treat a perforator, the tip broke off inside the patient's leg.

Manufacturer narrative:
Lot history record review: the lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. The fiber assembly lot history records were reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the sample was returned for evaluation and the following was observed: the fiber was returned in two pieces. The gold tip with 1cm of fiber and the rest of the fiber. At the break both ends are burnt (blackened). Cracking and pealing of the fiber is present on both sides of the break. There is another shattered section on the fiber .5cm from the gold tip. Conclusion: the complaint investigation confirmed the reported complaint type. The fiber was returned and the gold tip was not attached. The fiber at both ends of the break is blackened. Cracking and pealing of the fiber is also present on both sides of the break. There is another shattered section on the fiber that is sticking out of the gold tip, .5cm from the gold tip. The exact cause of the complaint is unknown. It appears as if the fiber had been damaged (cracked) before it had been fired. Once fired the energy generated at the damaged area causing the break. During the review of the manufacturing records for the possible lots, it was observed that the manufactured lots meet all device specifications and quality requirements. The instructions for use states the following to help prevent breaks in the fiber: precaution: prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending of the fiber. Do not coil the fiber tighter than a diameter of 20cm. This type of complaint will continue to be monitored for tends. No further action required at this time. Frequency has increased but the severity of this event is not greater than usual.